Manufacturer narrative:
On 10-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed a tear at the union between the shell and the suture tab in the 6 o¿clock position. When the device was evaluated under a microscope, the tear pattern did not show parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. After the analysis, mentor was unable to identify the root cause of this tear. Each mentor device undergoes a stringent visual inspection and rigorous testing prior to shipment. An incident of this nature may be the result of one or more of the following factors: over inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 24-aug-2020, it was found that the initial reporter's information in section e and g, g.2. Manufacturer contact phone number, and g.1. Manufacturer site phone were not properly filled in on the previous report. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with two 600cc artoura breast tissue expander prostheses and experienced postoperative bilateral soft tissue necrosis and left-sided deflation. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor tissue expander for the left side and surgical intervention for the right-sided soft tissue necrosis on (B)(6) 2020. The patient¿s surgeon stated that there seems to be a leak near 6 o¿clock suture tab of the left tissue expander. The date of problem observed was estimated based off of the provided information. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.